Manufacturer narrative:
Corrected g2: as health professional was inadvertently checked on the initial medwatch. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus did not confirm, the reported event of e315 error displayed. A review of device history record and historical complaints analysis was conducted. And no deviations, that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated, during device evaluation, the root cause of the phenomenon could not be identified. It is likely, water invaded the scope connector causing the electrical components to be damaged and the error message e315 was displayed. The following information is stated, in the instructions for use (IFU): chapter 3: ¿preparation and inspection¿ the equipment: prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1: the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed, after inspection. Follow the instructions as described in chapter 5: ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4: ¿returning the endoscope for repair¿. Warning: "using an endoscope, that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage". :chapter 5 ¿troubleshooting¿: "the countermeasures against troubles are described in this chapter. 5.1: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3: ¿preparation and inspection¿: do not use the endoscope and solve the problem as described in section 5.2: ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4: ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3: ¿withdrawal of the endoscope with an irregularity¿. Warning: "never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope exhibited error code e315 (communication error). The issue occurred during reprocessing. There were no reports of patient harm.